Event description:
It was reported that the customer received intermittent continuous glucose monitor error 42s. There was no reported adverse impact to the customer. The customer reverted to an alternate method for insulin therapy.